Manufacturer narrative:
(B)(4). It was reported that after an atrial flutter case was completed, it was noticed that the patient had skin burns when the grounding pad was removed. Caller reported that it was unknown if medical intervention was needed. The patient was reported to be in stable condition. The device was evaluated and no error found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
This generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4).

Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Other company's device were used during this procedure: indifferent electrode patch: covidien catalog # e7506, valley lab non-rem polyhesive patient return electrode. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial flutter with a smartablate generator and suffered burns second degree (partial thickness) requiring wound care with silvadene cream and dressing. After the procedure was successfully completed, it was noticed that the patient had a dime-sized skin burn with blister beneath the grounding pad. Patient was in stable condition and did not require extended hospitalization at the time of complaint report. Gel was present and moist. Patient contact area and indifferent electrode were properly prepared per instructions for use and placed on patient's left lower back as close to the heart as possible. Entire surface of grounding pad was in complete contact with the patient's back without air pockets. The physician assessed the cause of this event was procedure-related. The physician did not think indifferent electrode patch be suspect as a contributor of this event. Generator settings included: power 60-70 watts, impedance 160-170 ohms, min 30sec - max 90 sec.